Event description:
Device was returned because the pump could not recognize secondary port infusions. During testing the pump did not recognize the cassette had a secondary port. The pump was reverted to manufacturing mode and failed admin set ID testing. No additional damage was identified.

Event description:
The following has been reported: biomed reported: pump not allowing secondary to be programmed. It says, "tubing set doesn't contain secondary port" even though they were using a cassette with a secondary port. Tried a brand-new cassette as well, still not allowing secondary to be programmed. A preliminary review identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.